Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirm the reported issue. The device was cleaned and disinfected, a test run was performed and the device worked as expected without any malfunction or deviations. Preventive maintenance and technical safety inspection were performed and successfully passed. Therefore, the device was put back into regular service. The unit was manufactured in 2006 and according to the complaints database review, no further issues have been reported since its installation. Based on the collected information and considering the results of the device inspection, a hardware failure of the device can be ruled out. Therefore, the most likely root causes of the reported event can be either an improper gas supply or a user error.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 gas blender system was defective related to co2 channel although it was not connected. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.